Event description:
The customer reported the screen was distorted.

Manufacturer narrative:
The customer reported the screen was distorted. The unit was evaluated at philips. The reported symptom was duplicated by philips. Both the processor pca and the keypad display were replaced to resolve this issue. Based on the available information we could not determine the cause since multiple parts were replaced.